Event description:
This is being filed to report a clip becoming entangled with the chordae and being able to be freed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip was advanced to the valve and during grasping, the anterior mitral leaflet became stuck on top of the gripper. Troubleshooting was attempted however, it was noted the anterior gripper was not dropping. An attempt was made to invert the clip but the clip became entangled in the chordae. The clip was able to be freed from the chords but the gripper was still stuck on the anterior leaflet; therefore, the clip was deployed on both leaflets and was noted to be stable. A vascular plug was introduced with the intention of it being implanted between the 2 clips to further reduce mr as there was not adequate room for another clip. However, during this process the second clip detached from the anterior leaflet (single leaflet device attachment/slda). The plug was not deployed and was removed. In the physician's opinion, it was the vascular plug that caused the clip to detach from the anterior leaflet. The procedure concluded with mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove from the anatomy, entrapment of device, incomplete coaptation, device damage by another device (dislodged) and gripper actuation issue could not be replicated in a testing environment during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device was associated with procedural circumstances. The reported gripper actuation issue appears to be related to the device entrapment. The reported difficult to remove was associated with procedural circumstances. The reported device damaged by another device (dislodged) was associated with the vascular plug and implanted clip interaction. The reported incomplete coaptation (slda) was due to damage introduced by the vascular plug. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.